Manufacturer narrative:
The original problem statement attributed this case to a potential needle mechanism failure, based on the assumption that the pink slide did not moved forward. A subsequent review, confirmed that the customer was not asked about the pink slide. Therefore, no definitive information regarding cannula retraction is available. The initial conclusion of a needle mechanism failure was not supported by customer-reported data and was based on incomplete information. The available information indicates successful cannula insertion, with no alarms, no adhesive issues, and no confirmed device malfunction reported. This case is updated to reflect insufficient evidence to support a needle mechanism failure. Insulet's analysis of the provided information determined that the reporting requirements were not met; therefore, this event is no longer considered reportable.

Event description:
It was reported by the legal guardian that the patient¿s blood glucose reached 400 mg/dl while wearing the pod for 15 hours on the leg. While patient was reporting this pod for high blood glucose levels, it was discovered that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. Treatment details were not provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.